Manufacturer narrative:
(B)(4). Additional attempts have been made to obtain additional information and the return of the device for evaluation. Should new information become available a supplemental will be sent. (B)(4).

Event description:
According to the reporter: during a hepatectomy, while pulling the device out of the package, the suture get stuck on the right bottom corner of the package where the c-shaped empty space appears. When pulled from the stuck part, often, needle fell off from that strength or the strand snapped on the half way. No adverse events reported. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of five photos of the device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. Visual inspection of the photos noted sutures were depicted in various states of engagement with the retainer; the sutures appeared to be intact. The sample was not received by medtronic and, based on the evidence provided, the medtronic quality release specifications could not be verified; however, based on the incident description, the reported conditions were confirmed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition. Unfortunately, since no samples were received, tensile strength, needle attachment, and suture removal tests could not be performed. Should new information become available, the file will be re-opened